Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer e-mailed stating the brush's head gets loose, there were little bits of metal every time, and there were six broken brush heads. No injury was reported.